Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lower case, lead flex cover, battery flex, and main printed circuit board are corroded. Upper case is dented and contaminated. Side bail covers are broken. Battery contacts are compressed. Battery drawer, lcd (liquid crystal display) encoder flex, and heart lead flex are contaminated. Keyboard is scratched.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.